Manufacturer narrative:
Date of event is estimated. It was reported to abbott a patient¿s system was auto reducing. The patient met with a rep who found that all contact had high impedance. A lead revision is planned but has not been scheduled. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on both leads. Surgical intervention may take place to address the issue.